Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for pain.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/24/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs and medical records report doi as (B)(6) 2010. Pfs reported dislocation x3, popping, clicking, instability, large fluid collection with aspirations, elevated metal ions, and difficulty ambulating. Medical records and revision surgical report note dislocation, subluxations, leg length discrepancy of 1cm, metal stained tissues, necrotic tissue, and taper corrosion. Stem added to complaint for elevated ions and taper corrosion. Lot update on other components. The complaint was updated on: dec 10, 2015.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).